Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of april 28, 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The revising physician is: (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e1301 - captures the reportable event of dysuria. E1310 - captures the reportable event of urinary tract infection. E2006 - captures the reportable event of erosion. E1715 - captures the reportable event of scar tissue. E1307 - captures the reportable event of stricture. The following imdrf impact code captures the reportable events of: f1905 - captures the reportable event of mesh revision.

Event description:
Note: this manufacturer report pertains to the second of the two devices used during the same procedure. It was reported to boston scientific corporation that an upsylon y-mesh and lynx system devices were implanted in the patient during robotic-assisted total laparoscopic hysterectomy with cystoscopy, sacrocolpopexy, perineorrhaphy, and a tension-free mid-urethral sling; there were no intraoperative complications, and the patient left the operating room in stable condition. Following the procedure, the patient had a urethral mesh erosion with scarring and urethral stricture, which presented as dysuria, hematuria, and recurrent urinary tract infections. The patient subsequently underwent a removal or revision of vaginal mesh, cystoscopy and complex urethroplasty on (B)(6) 2025. There was no bladder perforation or intravesical mesh migration, estimated blood loss was 400 ml, no intraoperative complications occurred, the patient tolerated the procedure well, and postoperative status included an indwelling 18f foley catheter with planned removal after 14 days and routine follow-up.

Event description:
Note: this manufacturer report pertains to the second of the two devices used during the same procedure. It was reported to boston scientific corporation that an upsylon y-mesh and lynx system devices were implanted in the patient during robotic-assisted total laparoscopic hysterectomy with cystoscopy, sacrocolpopexy, perineorrhaphy, and a tension-free mid-urethral sling; there were no intraoperative complications, and the patient left the operating room in stable condition. Following the procedure, the patient had a urethral mesh erosion with scarring and urethral stricture, which presented as dysuria, hematuria, and recurrent urinary tract infections. The patient subsequently underwent a removal or revision of vaginal mesh, cystoscopy and complex urethroplasty on (B)(6) 2025. There was no bladder perforation or intravesical mesh migration, estimated blood loss was 400 ml, no intraoperative complications occurred, the patient tolerated the procedure well, and postoperative status included an indwelling 18f foley catheter with planned removal after 14 days and routine follow-up.

Manufacturer narrative:
Block h11: correction to blocks a2 (age at time of event and unit of measure - age) and e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter state, initial reporter zip/post code, initial reporter phone, and initial reporter fax). Block b3 date of event: the exact event onset date is unknown. The provided event date of april 28, 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The revising physician is: dr. (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e1301 - captures the reportable event of dysuria. E1310 - captures the reportable event of urinary tract infection. E2006 - captures the reportable event of erosion. E1715 - captures the reportable event of scar tissue. E1307 - captures the reportable event of stricture. The following imdrf impact code captures the reportable events of: f1905 - captures the reportable event of mesh revision.